Event description:
It was reported that a vns patient had been hospitalized due to an increase in seizures and the patient's pre-vns seizure baseline was unknown as the patient was new to the treating neurologist. Furthermore, during an office visit system, diagnostics resulted in high lead impedance. X-rays were ordered by the neurologist and were evaluated by the manufacturer. The review of the patient's x-rays indicated the generator was able to be visualized. The lead connector pin appeared to be fully inserted into the generator connector block, the generator placement appeared normal, and the filter feed-throughs appeared intact. The lead body was able to be visualized and no obvious discontinuities or acute angles were observed. Additionally, there is a portion of the lead body that is located behind the generator which is not able to be assessed. At the moment, no patient trauma or manipulation has been reported and revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.